Event description:
Total knee replacement explanted due to infection. Developed swelling, heat and increasing pain. Knee was aspirated twice with negative cultures but knee has become more edematous with erythema.